Event description:
It was reported that approx. 95 months after the implantation the shock impedance was out of range (greater than 150 ohms). The lead was explanted.

Manufacturer narrative:
The lead complained about was returned and underwent an extensive analysis. During the electrical analysis, intermittent conduction interruptions of the rope conductor to the shock coil could be measured, as described in the complaint text. The subsequent visual inspection confirmed that the rope conductor to the shock electrode was fractured 7.5 cm proximal of the tip electrode. The insulation was also damaged by friction in this area. Based on the characteristics of the damage manifestation, it can be assumed that there was massive mechanical stress acting on the lead during the implantation time. Reasons for an increased stress level are difficult to determine without further information or diagnostic images. Ingrowths could be seen, especially in the area of the shock coil, which might have led to a limited movability of the lead in the implanted state and have favored the detected damage. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.